Event description:
It was reported that during a meniscal repair procedure, one (1) firstpass mini right broke inside the patient during biting. The fragments were not able to be located. The procedure was resumed, after a delay greater than 30 min, using an arthrex competitor device. A follow up MRI was scheduled and performed, the broken pieces were removed from inside the patient two days later. The status of the patient is fine and recovering well.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on b5 & h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal repair procedure, one (1) firstpass mini right broke inside the patient during biting. The fragments were not able to be located. A follow-up MRI will be performed. The procedure was resumed, after a delay greater than 30 min, using an arthrex competitor device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, a definitive clinical root cause of the reported breakage could not be determined. Although, a procedural variance could not be ruled out. The impact to the patient was the retained fragment, the procedural delay and the additional surgery to remove the retained fragments. Per the report, the status of the patient is fine and recovering well. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris in the device tip between passes. Based on this investigation, the need for corrective action is not indicated.